Manufacturer narrative:
The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead had recorded a high, out-of-range shock impedance measurement of greater than 125 ohms. The physician contacted a boston scientific field representative to report the value as it was observed in the patient's remote monitoring system. The patient was requested to perform a patient-initiated interrogation over the weekend. On monday, the physician reported the shock impedance measurement was 103 ohms, which was more typical for this patient and lead. The patient was scheduled for an in-office device check in about one month. Technical services reviewed the available data and discussed the troubleshooting steps to perform when the patient was seen next. This included arm movements, isometrics, and pocket manipulation to see if noise could be created on the rv lead, while taking continuous impedance measurements. If no issues presented during the troubleshooting, the physician could enable red alerts in the remote monitoring system to watch for abrupt pacing impedance changes and non-physiologic signals. It was also discussed that the physician could deliver a 1.1 joule and maximum energy shock to test the lead integrity. No adverse patient effects were reported. Additional information was received. At the next follow-up, troubleshooting with patient movements and pocket manipulation was performed. Noise was only created on the shock channel, which is not indicative of a lead problem. All lead measurements were within normal range during testing. No shocks were delivered to test the lead. The physician programmed on the red alerts in the remote monitoring system and planned to continue monitoring the patient and lead.